Event description:
It was reported that shaft break occurred. The 95% stenosed, 28mm x 3.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 15 x 3.00 non-boston scientific balloon at low pressure, a 28 x 3.50 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. Once a little force was applied, the shaft fractured. The physician was able to remove the device in time and the procedure was completed with another promus premier. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6). The promus premier ous mr 28 x 3.50 stent delivery system was returned for analysis. Visual and tactile inspection revealed multiple hypotube kinks along the shaft of the device. Examination of the polymer extrusion identified a break 1.5cm from the port exchange. From the strain relief, 119.9cm of the device to the shaft break was returned. The distal part of the device was not returned, no other device issues were identified during returned product analysis.

Manufacturer narrative:
E1: initial reporter address 2 - (B)(6).

Event description:
It was reported that shaft break occurred. The 9% stenosed, 28mm x 3.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 15 x 3.00 non-boston scientific balloon at low pressure, a 28 x 3.50 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. Once a little force was applied, the shaft fractured. The physician was able to remove the device in time and the procedure was completed with another promus premier. There were no patient complications reported and the patient status is stable.